Event description:
Reported by the patient by email as, "... I was not getting the full, satisfied feeling as described, instead I was getting the painful, food being stuck feeling ... I then changed to a dr, and after numerous test thought the band had been put it 'too high' but he wanted to work with it using fill experimentation to try to achieve success, but after 2 or more years and more frequent trips to my local ER with severe pain in the esophagus where the band was he recommended we remove it ..." Follow up findings per the physician, there was no device failure. The device was placed in the wrong position which caused damage to the tissue.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date and the model type provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Pain and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding serial number has been requested. Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." Device labeling addresses the reported events under "warning" as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate reoperation."